Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): 6947 implantable defibrillation lead, 2013-(B)(6). (B)(4).

Event description:
It was reported that as the patient was about to taken out of the operating room, they complained of "hiccupping". Diaphragmatic stimulation from the atrial lead was noted. The pocket was reopened and the atrial lead was repositioned. Testing was done to confirm that there was no diaphragmatic stimulation. The pocket was then closed. The lead is still in use. No further patient complications have been reported as a result of this event.